Event description:
Berlin heart was informed by the clinic that a patient that was implanted on (B)(6) 2021 in the lvad configuration had an adverse event on (B)(6) 2022. The clinic reported that the patient suffered an embolic stroke affecting the middle cerebral artery. As a result the patient has a motor deficit on the right side.

Manufacturer narrative:
The lvad pump where the deposits were seen ((B)(4)), was in use for 229 day at the time of the event (from (B)(6) 2021 to (B)(6) 2022).

Manufacturer narrative:
The lvad pump where the deposits were seen ((B)(4)), was in use for 229 day at the time of the event (from 2021-06-17 to 2022-02-01).

Event description:
Berlin heart was informed by the clinic that a patient that was implanted on (B)(6) 2021 in the lvad configuration had an adverse event on (B)(6) 2022. The clinic reported that the patient suffered an embolic stroke affecting the middle cerebral artery. As a result the patient has a motor deficit on the right side.